Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of ecchymosis and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that 3 weeks after injection with one syringe of juvederm ultra in the upper and lower lips, the patient presented with ecchymosis in the lower lip and a "lump" that is not visible, but can be felt. Healthcare professional believes the symptoms are due to a "trapped vessel". Patient was treated with hyaluronidase. Patient was prescribed oral steroids, however per the healthcare professional, "patient has not filled rx and the issue appeared resolved". Symptoms have resolved.